Manufacturer narrative:
The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the likely cause of the event is user error while removing peek jaws from the implant. Indeed, if surgeon encounters resistance while using the clamp to remove peek parts. He should rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis (described in the surgical technique). As described in surgical technique, "if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side". The investigation found no evidence to indicate device issue. Probable root cause: user error while removing the cartridge peek.

Event description:
Mobi-c p&f us: disassembled. From information provided, as surgeon was "removing plastic part of mobi- c, the forceps and implant both came out and a new implant had to be used". No delay of more than 30 min has been reported. The surgery was completed successfully with another implant. No impact on the patient. Additional information was received: reporter have no access to any of the x-rays. He is not sure whether the surgeon encountered resistance and "the implant appeared to be inserted using standard techniques". Reporter also confirmed that the screw holding the jaws was removed and they "did not get to the next step before the implant came out in pieces".